Event description:
A surgeon reported the shunt was "no longer draining" six months following implantation. An additional procedure was performed in order to reestablish the bleb; the device still did not drain. The surgeon then removed the shunt and performed a trabeculectomy. The patient was reported to be doing well following surgery.

Manufacturer narrative:
The device was not returned for eval. The device history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/10/2010 and 02/16/2010. Additional information was received. (B) (4). (B) (4).